Event description:
A caller reported experiencing a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the representative guided the caller through the reset process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.